Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had not working dvi (digital visual interface) port. The issue had occurred during inspection for use. There was no report patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information received from the customer. Updated fields: b5; g3; h2; h6 and h11. Corrected field: h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: video signal not coming from device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of digital visual interface signal port does not work and video signal not coming from device due to dp board (printed circuit board) was burnt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.